Event description:
In 2006, a dental implant was placed in tooth location # 29. Subsequently the patient was experiencing paresthesia. About 18 days later, the implant was removed from the patient's mouth. Four months later, the clinician was contacted. He stated the patient's implant was removed because of paresthesia in the lip and chin area. He stated after the implant was removed the paresthesia dissolved about 90%. The patient has been reimplanted but still has slight tingling remaining in the lip and chin area.

Manufacturer narrative:
Component was examined and microscopically evaluated at a magnification of 10x. No visible defects were noted. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event. If additional information becomes available, a follow up report will be provided.